Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device and lead underwent a system explant procedure due to (B)(6). While attempting to remove the lead, the super vena cava (svc) was torn (approximately 5 centimeters). Heavy calcification was noted on the lead, particularly around the svc coil. It appeared the laser sheath slipped at some point during the procedure and caused the tear. The tear was able to be successfully grafted, however no blood pressure was noted when the patient was being taken off of bypass and the patient subsequently expired. The cause of the infection was unknown. The device was explanted, the lead was not removed from the patient.